Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was selected for use in a percutaneous coronary intervention. During preparation, the balloon was inflated twice. However, during the second inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.